Manufacturer narrative:
Additional product code: jka. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder was leaking. The following information was provided by the initial reporter: "phlebotomy head in (B)(6) hospital, complains from excessive blood leakage that contaminated the tubes and the table during blood collection for the patient. Asking the phlebotomist that collected the blood, she stated that the bleeding was excessive from inside the holder expecting it to be from the multi-sleeve needle inside as shown in the pictures. As per their safety policy they made incident report and informed the lab director and informed us. Vising the site and checking the blood collection procedure and asking the phlebotomists, they said the incident didn't happen again, but they are all very concerned & afraid to use the same lot number mentioned since they suffered a lot with the pbbcs 23g leakage issues last oct-nov and the patients angry reaction with the leakage and contamination."

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder was leaking the following information was provided by the initial reporter: "phlebotomy head in (B)(6) hospital, complains from excessive blood leakage that contaminated the tubes and the table during blood collection for the patient. Asking the phlebotomist that collected the blood, she stated that the bleeding was excessive from inside the holder expecting it to be from the multi-sleeve needle inside as shown in the pictures. As per their safety policy they made incident report and informed the lab director and informed us. Vising the site and checking the blood collection procedure and asking the phlebotomists, they said the incident didn't happen again, but they are all very concerned & afraid to use the same lot number mentioned since they suffered a lot with the pbbcs 23g leakage issues last oct-nov and the patients angry reaction with the leakage and contamination."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.